Manufacturer narrative:
Follow-up received on 06-jan-2017: quality safety evaluation of ptc (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs/ migration of implant (seen as uterine perforation). A hysterectomy was performed to remove essure around 4 years after placement. The event is serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), memory impairment ("memory loss"), weight increased ("weight gain"), diarrhoea ("diarrhea"), vomiting ("vomiting"), depression ("depression") with mood swings, anger ("anger"), abdominal distension ("bloating"), hot flush ("hot flashes"), chest pain ("chest pain") and palpitations ("heart palpitatiins"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, pelvic pain, memory impairment, weight increased, diarrhoea, vomiting, depression, anger, abdominal distension, hot flush, chest pain and palpitations outcome was unknown. The reporter considered uterine perforation, pelvic pain, memory impairment, weight increased, diarrhoea, vomiting, depression, anger, abdominal distension, hot flush, chest pain and palpitations to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs/ migration of implant (seen as uterine perforation). A hysterectomy was performed to remove essure around 4 years after placement. The event is serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation'), device migration ('migration of implant/migration/extruded essure device on imaging') and device dislocation into abdominal cavity ('embedded in the mesentery of the distal ileum') in an adult female patient who had essure (batch no. A02663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, vaginal bleeding and metaplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device migration (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), memory impairment ("memory loss"), diarrhoea ("diarrhea"), vomiting ("vomiting"), depression ("depression") with mood swings, anger ("anger"), abdominal distension ("bloating"), hot flush ("hot flashes"), chest pain ("chest pain"), palpitations ("heart palpitatiins"), abdominal pain ("abdominal pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with removal of fallopian tubes. And hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device migration, device dislocation into abdominal cavity, pelvic pain, memory impairment, weight increased, diarrhoea, vomiting, depression, anger, abdominal distension, hot flush, chest pain, palpitations, abdominal pain and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anger, anxiety, chest pain, depression, device migration, diarrhoea, hot flush, memory impairment, palpitations, pelvic pain, uterine perforation, vomiting, weight increased and device dislocation into abdominal cavity to be related to essure. The reporter commented: on (B)(6) 2016 ,laparoscopic hysterectomy with removal of fallopian tubes was done and again surgery was done on (B)(6) 2016 , for removal of retained intraperitoneal foreign bodies. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: recent CT scan showed the essure device was extruded through the uterus. Urinary system x-ray - on an unknown date: xr kub abdomen 1 view. Lot no. A02663 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: update of information (batch is not valid). Follow up 6 and 7 processed together. On 22-sep-2020: quality safety evaluation of ptc. Follow up 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation'), device dislocation ('migration of implant/migration/extruded essure device on imaging') and embedded device ('embedded in the mesentery of the distal ileum') in an adult female patient who had essure (batch no. A02663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, vaginal bleeding and metaplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), memory impairment ("memory loss"), diarrhoea ("diarrhea"), vomiting ("vomiting"), depression ("depression") with mood swings, anger ("anger"), abdominal distension ("bloating"), hot flush ("hot flashes"), chest pain ("chest pain"), palpitations ("heart palpitations"), abdominal pain ("abdominal pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with removal of fallopian tubes. And hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, pelvic pain, memory impairment, weight increased, diarrhoea, vomiting, depression, anger, abdominal distension, hot flush, chest pain, palpitations, abdominal pain and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anger, anxiety, chest pain, depression, device dislocation, diarrhoea, embedded device, hot flush, memory impairment, palpitations, pelvic pain, uterine perforation, vomiting and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 ,laparoscopic hysterectomy with removal of fallopian tubes was done and again surgery was done on (B)(6) 2016 , for removal of retained intraperitoneal foreign bodies. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: recent CT scan showed the essure device was extruded through the uterus. Urinary system x-ray - on an unknown date: xr kub abdomen 1 view. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: reporter added, lot number added, medical history added, event device embedded added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant/migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), memory impairment ("memory loss"), weight increased ("weight gain"), diarrhoea ("diarrhea"), vomiting ("vomiting"), depression ("depression") with mood swings, anger ("anger"), abdominal distension ("bloating"), hot flush ("hot flashes"), chest pain ("chest pain"), palpitations ("heart palpitatiins"), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pelvic pain, memory impairment, weight increased, diarrhoea, vomiting, depression, anger, abdominal distension, hot flush, chest pain, palpitations, abdominal pain and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anger, anxiety, chest pain, depression, device dislocation, diarrhoea, hot flush, memory impairment, palpitations, pelvic pain, uterine perforation, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter added, events migration, abdominal pain and anxiety were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.